Event description:
It was noted that prior to starting a da vinci surgical procedure, it was noted that a frayed wire was seen on the distal end of the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument had a frayed pitch cable at the distal clevis hub. The frayed strands stuck out the wrist. The conductor wires were intact and undamaged. The other cables at the wrist were not damaged. The instrument passed electrical continuity testing. No other damage was found.